Manufacturer narrative:
The customer did not provide sample for evaluation or analysis. The manufacturing records were reviewed and no abnormalities were noted. Review of the composition of the items showed that the custom pak lot contains no items that have polymethlmethacrylaat (pmma) as material construction. The product was built and released according to manufacturer's specification. The root cause could not be determined. (B)(4).

Event description:
A lead practitioner reported that foreign bodies were found in the eyes of two pts during surgical procedures. For this pt, the foreign body was described as clear, hard material like "perspex", not brittle like glass. The foreign bodies were like microscopic crystallized atoms seen prior to phaco procedure while using the irrigation setting on the console. The pt was treated intraoperatively with additional antibiotics, and the eye was flushed with a saline solution using the handpiece. The same saline solution bags were used for both pts and unspecified doses of adrenalin were added using unfiltered needles. The same lot number of viscoelastic was used in both pts, but the reporter does not believe the foreign material is related since this was used after the foreign material was discovered. The pt outcome was reported as good. There are two medical device reports associated with these events; this report is for the first pt.